Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the device was found to be unable to switch off via the on/off button and was emitting audible prompts with noticeable distortion. This fault was attributed to adverse storage due to dirt and corrosion being found on the membrane tracks and the speaker cone. Corrosion was found on a screw head and on the membrane tail, which would indicate this device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not providing voice prompts and the power button does not function. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not providing voice prompts and the power button does not function. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has received the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.